Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 576-577 mg/dl. At the time of the report with tandem technical support the customer had not addressed bg level. Reportedly, the customer changed pump supplies to clear the alarm and resumed insulin therapy. Additional information regarding the event was not provided.